Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test due to moisture damage noted in the force sensor. All buttons function properly. No button error alarms noted. However, corroded keypad traces noted during the visual inspection. Unable to perform the basic occlusion, occlusion, and excessive no delivery alarm test due to the anomaly. The device passed the displacement test. The unit had cracked reservoir tube lip, broken battery tube threads, scratched display window, cracked reservoir tube, cracked reservoir window, and cracked near the display window corners. Moisture damage was also noted on the lcd board, motherboard, and motor assembly.

Event description:
Customer reported that she was having low and high blood glucose levels. Customer's lowest blood glucose level was 35 mg/dl. Customer believes that her new medication might be contributing to her having low blood glucose levels. Customer reported that the insulin pump would not rewind and kept alarming button error. The following day customer experienced high blood glucose level. Customer's symptoms were nausea and vomiting. Customer treated with manual injections. Customer believed she was going into diabetic ketoacidosis. During troubleshooting client stated that the device had a large crack where the battery goes and on the display. Blood glucose level was 196 mg/dl. No further information to report.